Event description:
It was reported that this right atrial (ra) lead exhibited low impedance measurements, oversensing and non-sustained ventricular tachycardia episodes. Undersensing was algo noted, causing inappropriate atrial pacing. Currently, this ra lead remains in service and no adverse patient effects were reported.